Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Consumer states she has had her chair for 4 years but this past winter she had the seat upholstery and arm pads replaced through lincare. Consumer states that the seat upholstery screws broke.